Event description:
The customer contact reported a delay of critical therapy during an alarm condition. On an unspecified date and time, the device was programmed to deliver tpn, and delivery was started. No further programming parameters were provided. The customer contact reported the delivery was for a duration of 12 hours. After an unspecified length of time, the pt reported the device alarmed for a 09/019 (motor under-delivery) error code rendering the device inoperable. At that time, the display indicated that 81ml had been delivered. The device was removed from clinical service. Therapy was resumed the following day using a replacement device. No medical interventions were reported. Although there was potential for serious injury, the customer contact reported there were no reported adverse patient effects. Though requested, no add'l info was provided.

Manufacturer narrative:
The device passed testing. Between (B)(6) 2010 and (B)(6) 2010, multiple 09/019 (motor under-delivery) service alarms were found in the history, but were not duplicated during testing. The cause of the customer's reported 09/19 alarms could not be determined. The history was downloaded at the MFR facility. On (B)(6) 2010 at 1151, device was programmed for tpn with taper up and down, a 2,000ml tpn volume, a 1hr taper up and 2hr taper down, a 12 hr duration, a 3ml kvo rate, and container size of 2,100ml. On (B)(6) 2010, a new date stamp is indicated. Between 2035 and 2142, a new container is indicated, taper up begins, 5 distal occlusion alarms occurred, the delivery was started and stopped 5 times, a power loss alarm occurred and the device was powered on using batteries. Between 2143 and 2233, nine 09/019 (motor under-delivery) service alarms occurred, the device was powered on and the delivery started multiple times. On (B)(6) 2010 at 0101, a new date stamp is indicated. Between 0103 and 0139, the delivery was started, 5 times and five 09/19 service alarms occurred. There were no 09/19 service alarms recorded on the reported event date of (B)(6) 2010. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).